Event description:
On (B)(6) 2026, the patient¿s parent contacted support while the patient was hospitalized for diabetic ketoacidosis. At the time of the call, the patient remained admitted, and no discharge date or length of stay was available. During the call, the parent reported difficulty changing the sensor option on the controller from one brand to another. The parent stated that the freestyle libre 2 plus option was not appearing on the controller. When attempting to switch sensors, the controller displayed a message indicating that an active pod must not be present in order to change pods, despite the parent reporting that there was no active pod at that time. The agent advised power cycling the controller; however, the same message reappeared and the issue persisted. The parent was unable to provide additional information regarding whether the pod was being worn at the time medical attention was sought, whether the hospitalization was related to an issue with the pod, symptoms experienced, or treatment provided, as the call was disconnected. Several attempts were made but unsuccessful. A supplemental report will be provided if new information is received.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.